Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest device was returned for evaluation. Upon visual inspection, no kinks were noted to the catheter, no anomalies to the luers, bifurcate or glue fillets. An in-house presto inflation device was used to inflate the balloon which inflated and maintained pressure. But the balloon deflation time was approximately 1minute and 32 seconds; so, the balloon was cut and under microscopic observation, the port holes were noted to be collapsed, and distal end of the catheter was noted to be prolapsed. No other functional testing performed. Therefore, the investigation is confirmed for the reported deflation issue as the deflated time exceeded the specified standard time and also the port holes were noted to be collapsed. The investigation is also confirmed for the identified material deformation as the catheter was noted to be prolapsed. The collapsed port holes could be the reason for the reported deflation problem. However, a definitive root cause for the reported deflation problem and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta dilatation catheter failed to deflate. There was no reported patient injury.